Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and the issue that arterial pressure waveform disappeared after approximately one minute of use was unable to be replicated. No anomalies were confirmed on the value of fiber-optic sensor. When the arterial pressure was not displayed on the monitor, "fiber-optic sensor failure" alarm was generated. However, the fse replaced the fiber-optic sensor extension as a precaution. Running test and preventive maintenance were performed with no issues. In addition, both the batteries and safety disk were replaced due to expiration date for use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, on a patient with acute myocardial infarction (mi), the patient's condition was extremely poor and almost no arterial pressure waveform appeared. Arterial pressure was up to 70 mm hg average and about 50 mm hg. A baseline was displayed when the intra-aortic balloon catheter (iabc) was used, and at first, an arterial pressure waveform appeared, but an error of the calibration system appeared. The connector was reconnected, but eventually the baseline disappeared. The physician in charge stated that the patient's condition was poor, but iabp therapy was still being performed, and only the display of sensor pressure was abnormal. However, since it is unclear whether the event is caused by the iabp or the iabc, the physician in charge would like to investigate both devices. Subsequently, additional information was obtained from the customer indicating an alarm indicating "calibration error" was generated when atrial pressure waveform could not be obtained as expected. After this issue occurred, atrial pressure was obtained from another source to continue iabp therapy since an electrocardiogram was displayed properly. However, approximately one hour later, the patient was reported to expire. The customer does not attribute the patient¿s death to the iabp therapy. Please refer to mfg report number 2248146-2019-00570 for the related report on the iabc.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is required.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, on a patient with acute myocardial infarction (mi), the patient's condition was extremely poor and almost no arterial pressure waveform appeared. Arterial pressure was up to 70 mm hg average and about 50 mm hg. A baseline was displayed when the intra-aortic balloon catheter (iabc) was used, and at first, an arterial pressure waveform appeared, but an error of the calibration system appeared. The connector was reconnected, but eventually the baseline disappeared. The physician in charge stated that the patient's condition was poor, but iabp therapy was still being performed, and only the display of sensor pressure was abnormal. However, since it is unclear whether the event is caused by the iabp or the iabc, the physician in charge would like to investigate both devices. Subsequently, additional information was obtained from the customer indicating an alarm indicating "calibration error" was generated when atrial pressure waveform could not be obtained as expected. After this issue occurred, atrial pressure was obtained from another source to continue iabp therapy since an electrocardiogram was displayed properly. However, approximately one hour later, the patient was reported to expire. The customer does not attribute the patient¿s death to the iabp therapy. Please refer to mfg report number 2248146-2019-00570 for the related report on the iabc.